Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2009 and subsequently expired after the use of the product.

Manufacturer narrative:
Additional information received and indicates the event date occurred approximately 3 months prior than reported on the initial MDR. A request for clarification, as well as the circumstance surrounding the event has been made and upon receipt it will be submitted accordingly. This is one of three device reports associated with this event. Related manufacturer report numbers are 1225714-2014-06966, 1225714-2014-06967 and 2937457-2014-01783.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.